Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient had extrusion of implant on (B)(6) 2015 and was seen by surgeon on (B)(6) 2015. Patient reported nausea shortly after surgical procedure which may have been related to anesthesia.